Event description:
Patient has had multiple alerts for svc (superior vena cava) impedance. No clear sign of a fracture of rv (right ventricular) lead appears more consistent with mineralization/calcification type of effect. Both rv defib and svc (superior vena cava) impedance have been climbing. No sic or noise related episodes. Caller is asking about programming consideration related to bsx ((B)(6) corporation) advisory. Discussed advisory and this device advisory regarding scp (summary of safety and clinical performance). Discussed that although there isn't evidence of a lead integrity issue, with an rv defibrillator impedance150 ohms, there may be some concerns of effectiveness of a shock because of the high impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).